Event description:
The physician performed a procedure through the common femoral artery of the pt using the axera device. The procedure went without incident, but soon after (it is unk how long) the pt presented with a retroperitoneal hematoma. It was treated with manual compression and resolved without further intervention. The pt was fine. It is unk if the pt was obese or what the condition of the artery was (i.e. Calcified or tortuous). The location of the initial stick is also unk as the physician did not perform fluoroscopy of the site.

Manufacturer narrative:
Product was not returned; therefore, product failure analysis was not possible. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed. Based on available information, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. The physician did not obtain an angiographic shot of the groin and therefore it is not possible to assert whether the initial puncture stick was high (high stick) or whether user error was responsible for the retroperitoneal hematoma (rph). High stick has been associated with access site complications including rph. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unk as it cannot be definitively determined.